Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2009. The patient's 408g uterus was extremely calcified. At the end of the procedure, a small "blue colored" burn around the umbilicus was noticed and the tissue felt "hard almost crispy". The patient was returned to surgery where the burned skin was excised and the skin closed. The patient developed a fever post-operatively and was hospitalized for observation and treated with antibiotics. The surgeon opines that possibly friction may have caused the event. The patient's status is currently reported as fine.

Manufacturer narrative:
Date sent to the FDA: 02/05/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.